Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap was missing from the patient line of a disposable cassette. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A visual inspection was performed and portion of the drain line was missing. Pressure test was performed for rest of the set with no abnormality observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.